Event description:
Digitally enhanced fluoroscopy indicates 2 fractures of the internal j-wire: one between the anode and cathode, and a second approx 2 cm from the anode in the direction of the pulse generator. No decision has yet been reached regarding lead extraction.